Event description:
The doctor claims that the patient had the graft implanted as an ilio-femoral bypass and ten days later, seroma was detected in the groin area. The seroma was aspirated twice and the patient is now fine.